Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balanced middle weight universal ii s, guide catheter: jl 3.5, 6f. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to dilate a mildly calcified, eccentric lesion in the proximal left main coronary artery (lm), a mini trek rx balloon dilatation catheter (bdc) met slight resistance on advancement but was able to cross the lesion. When the bdc was being positioned, it reportedly broke into 2 parts at the proximal end in a location outside the patient anatomy. No excessive force was used to position the balloon. The bdc was removed completely from the anatomy without additional intervention. Another mini trek bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.